Event description:
The facility representative reported a flo-gard infusion pump with "hook of the door broken". It is unknown when this event occurred but was reported to have occurred in the medicine area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "hook of the door broken" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be the door latch no longer having the push label on it due to wear and tear on the push label. The door latch assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.